Event description:
It was reported that there was a surging and fading stimulation sensation. It was noted that the sensation had first been noticed 2 weeks ago.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l30853, implanted: (B)(6) 1993, product type: lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. (B)(4).